Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part # 03.114.002, lot # h701929, manufacturing site: selzach, supplier: (B)(4). Release to warehouse date: 06 nov 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: the scrdriver shaft 1.5 t4 short self-hold (p/n 003.114.002 lot h701929) was received at us customer quality (cq). Visual inspection showed the distal end was stripped and twisted. No other issues were identified with the returned device. Functional test: functional test cannot be performed as the device was received by itself. Although the stripped condition could have accounted for the unable to assemble condition. Can the complaint be replicated with the returned device? Unable to perform. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Document/specification review: the following drawing, reflecting the manufactured and current revision, were reviewed. Complaint confirmed? Yes. Conclusion: the complaint condition is confirmed as the device was stripped and twisted. No definitive root cause can be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during an unknown procedure on (B)(6) 2021, the stardrive screwdriver shaft/t4 50mm/self-retaining and stardrive screwdriver shaft t4/42mm/self-retaining did not grip the screws. The tips are crooked. No further information provided. This report is for one (1) stardrive screwdriver shaft t4/42mm/self-retaining. This is report 2 of 2 for complaint (B)(4).